Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR report #1627487-2016-02330. It was reported the patient experienced ineffective stimulation. It was determined that one of the leads had high impedance values. The surgeon disconnected the lead and left it in situ due to scar tissue. The physician added a new lead to the patient's existing system. The patient reportedly receives effective stimulation therapy. It is unknown which lead was disconnected; therefore both leads are being reported.